Manufacturer narrative:
Eval summary: one of the total hip precautions that pts are advised to avoid is leaning forward while sitting or getting out of a chair, and sitting on a chair lower than knee height or in a rocking chair or armless chair. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. In general, pt factors that may affect the performance of the components include age, bone quality, height/weight, activity level, type of activity (low impact vs high impact), and relevant medical history. Adherence to rehabilitation protocol is unk. A definitive root cause cannot be determined with the info provided. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened.

Event description:
It was reported that the pt was sitting in a chair and felt pain in the hip. The pt underwent reduction for dislocation.